Event description:
It was reported that patient underwent a left total hip arthroplasty on an unknown date with unknown product and a biomet cup. Subsequently, a revision procedure had been indicated due to cup migration; however, patient expired on (B)(6) 2015 unrelated to the implant.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4)